Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a moderately calcified lesion with 70% stenosis degree. The device was delivered to the lesion but could not be inflated. It was noticed after withdrawal that the balloon was broken.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has been partially inflated. During functional testing, pressure could not be increased above 4 atm. Water was seen to emerge from several spots in the center of the balloon. Microscopic inspection revealed five holes in a straight line over a length of about 33 mm, starting about 38 mm proximal to the distal radiopaque marker. In close vicinity of the holes, compressions, scratches and surface abrasions were observed which have likely been caused by a hard, sharp-edged object. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a moderately calcified lesion with 70% stenosis degree. The device was delivered to the lesion but could not be inflated. It was noticed after withdrawal that the balloon was broken.